Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10sep2019. The manufacturer's field service engineer (fse) performed remote troubleshooting. The fse requested a power supply to be ordered. The power supply was replaced to address the reported issue.

Event description:
The customer reported that the ventilator was not switching on, and that the power light emitting diode (led) was not glowing. There was no patient involvement.